Event description:
The product is not expected to be returned. The user facility reports the screw fell out of the instrument onto the sterile table. This instrument was sent in to be peened and the screw still fell out. The screw fell out prior to patient contact.